Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) emitted an unusual noise from within the device, and the leak test failed. There was patient involvement; however, no injury or harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the compressor rotation was found to be unstable, and abnormal noise was confirmed. Further investigation determined that the calibration value of the pressure regulator (pressure adjustment component) was out of specification. This prevented proper pressure generation, resulting in abnormal compressor operation and associated noise. The issue was resolved by adjusting the pressure regulator to appropriate values (pressure: 392.0 mmhg; vacuum: 294.6 mmhg). Following the adjustment, the abnormal noise was eliminated. The pneumatic module leak test was repeated and passed. The unit passed all functional and safety tests and was confirmed to be operating within specifications.

Manufacturer narrative:
(B)(6).